Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was closed before issuing the item. A technical support specialist (tss) remoted in and restarted the cubex app, as no retry button was available. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux, indicating that the drawer closed before the medication was retrieved from the cubie, and it was unable to be reopened. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.